Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported ac power module makes buzzing noise/ac led goes off after a few minutes. There was no reported pt involvement/adverse pt impact.